Event description:
The fse reported that the system would not power up (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable connection was evaluated and reseated. The system was tested, found to be working as intended and returned to service.